Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If explanted, give date: not applicable, the lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated. The product was manufactured and released according to specifications. A search in the complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the zct100 intraocular lens (iol) into the patient eye and during viscoelastic (ovd) removal, the surgeon noticed something was stuck to the lens. The foreign matter was vacuumed out before finishing the operation. It is not known what the foreign matter was and the account was unable to save it. Reportedly, no impact on the patient was noticed and no patient injury was reported. It was indicated that the lens will not be returned as it remains implanted. No additional information was provided. This is the second report of two events. A separate report is being submitted for each event.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.